Event description:
It was reported that prior to surgery there was a loud noise when it is turned on which may be damaging the device. There was no patient involvement. During product evaluation it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm was worn, and the motor and plug harness assembly were corroded. The motor, plug harness, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.